Manufacturer narrative:
Updated d4 and h4.

Event description:
Dobhooff connector broke.

Manufacturer narrative:
It was reported that the "dobhooff connector broke and patient did not receive tube feeds for an hour." It was reported that "initially the tube feeds were leaking from enfit connector port and was slightly screwed to prevent further leaking. While on break, the break relief noticed tube feeds on the bed and floor. The port on the enfit connector". In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Was cracked.